Event description:
The patients' right hip was revised due to pain. The surgeon stated intraoperatively that the stem was loose.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.